Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the reporter, on (B)(6) 2025, the patient was in the sauna and their cgm reading was over 300 mg/dl. The patient self-treated with insulin and as the cgm was decreasing, the patient experienced hypoglycemia with loss of consciousness. When the patient blood glucose was checked it was 20 mg/dl. The patient was taken to a clinic and treated there with IV saline and glucose (32 g of glucose). The patient regained consciousness at the emergency room around 3 hours later. The patient stayed at the hospital overnight and was discharged the next day. Prior to discharge the patient applied a new sensor but the glucose levels started to rise again. Hcp tested took a blood glucose reading and noticed a discrepancy of 100 mg/dl; actual blood glucose levels were at 200 mg/dl and the cgm reading was around 300 mg/dl. Dexcom technical support was unable to follow up with the patient to obtain further details and clarification regarding the incident. There was no information available to identify the user within our system, only the country of the patient was specified by the insulet partner. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.